Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. It was also reported that the customer was hospitalized with a blood glucose (bg) level of 490 mg/dl; cause was unknown. Customer attempted to self-treat via correction bolus via the pump and manual dose injection, however was treated intravenously with fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.